Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the log found no critical errors that would prevent the device from providing breaths. However, there are high breath rate, patient disconnect, and peep leak alarms. A log review is unable to confirm that one of these errors occurred, or the connection integrity along the wye circuit. The wye circuit used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male patient, the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.